Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Additional information was received; a revision procedure was performed, this lead was removed and replaced. Post procedure, normal measurements were obtained.

Event description:
Boston scientific crm received information that during an emergency interrogation, it was noted this right ventricular lead was fractured. A revision procedure will be performed in the near future. It was thought this fracture was due to the leads deep location at the subclavian site. No adverse patient effects were reported.